Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced extreme blood glucose fluctuations while using the ilet bionic pancreas, including lows after unannounced meals and subsequent rebound highs, with additional lows after dinner attributed to automated correction in the context of inconsistent meal announcements and recent steroid administration. Symptoms included hypoglycemia to 54 mg/dl for approximately two hours, hyperglycemia to 373 mg/dl for approximately six hours, and a sensation of heart palpitations. Outcomes included self-treatment of hypoglycemia with oral glucose and food, stabilization of glucose by the time of contact, and no medical intervention or hospitalization. Investigation included review of user logs and education on consistent and accurate meal announcement, hypoglycemia treatment, and avoidance of overtreatment. Investigation of this case revealed use-related factors, including inconsistent meal announcements below a self-selected threshold and overtreatment of hypoglycemia, with device algorithm performance responding to user inputs and recent steroid exposure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and physiological confounding from steroid therapy.